Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens ((B)(6)) was explanted from the right eye due to residual refractive error. An intraocular lens (B)(6) from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2024.

Manufacturer narrative:
The lal was returned in fragments and significantly damaged due to the explant procedure; no additional test was able to be performed on the lal fragments. Section h6 codes were updated. Manufacturer reference #: (B)(4).